Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The customer reported a panel connection lost issue on the hamilton-g5. The ventilator was not displaying operating hours and will not power down. No patient was involved. No specific error codes were identified in the logs; however, the vu esm indicated a disconnected state. Based on the reported device behavior, the issue was attributed to a failure within the ventilator unit electronics. The correction implemented included replacement of the vu esm, power supply, and vu motherboard. The partner confirmed that the issue was resolved following these replacements. No further complaints for this device are registered in the system. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following description: the device alarmed with panel lost connection. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.